Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va200bv, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient with an external neurostimulator (ens) for urge incontinence. Patient noticed therapy was off when they turned on their controller. They then said they turned stimulation back on, but they don't feel it. After making adjustments, the patient felt stimulation comfortably. Additional information was received. It was reported that an infection was found during the removal of the stage 1 lead. Contributing factors were unknown. The lead was removed and it was reported the issue was resolved at the time of the report. No further complications were reported or anticipated.